Event description:
It was reported that during a shoulder arthroscopy the spider limb was not being stable. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation was performed. The unit was attached to the test bed rail. The clamp assembly, including the indexing handle, actuating knob, steel jaw and threaded ring handle, each functioned as designed. The unit passed the 50 pound weight test. The foot pedal functioned as designed. The arms moved freely and then locked as designed. The piston migration measured at .43 inches. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.